Event description:
It was reported that the pneumatic drill exhaust hose tore during use. It is unk if there was any pt involvement associated with this event. No pt or user injury was reported, and no other adverse consequences were alleged. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation confirmed a large tear in the pneumatic hose assembly. It is unk how the hose damage occurred. The hose assembly was replaced, along with add'l components for preventative maintenance purposes.